Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The low blood glucose reading was 45 mg/dl, and the customer's mother stated that the low blood glucose levels were unexplained. The high blood glucose reading was previously 573 mg/dl, which was treated with a 10.5 unit bolus. An hour later, the blood glucose reading was 456 mg/dl. The customer's mother declined troubleshooting for low blood glucose, advising that treating for high blood glucose sometimes led to lows in the morning. The customer treated the low blood glucose with a sports drink and cashews, and the blood glucose reading rose to 150 mg/dl. The caller also reported an infusion set with a leak at the insertion site. Nothing further reported.